Manufacturer narrative:
The tech found the brake casters were worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the brake to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding (the casters still swiveled when the brakes were set). There was no pt/user injury reported. (B)(4).